Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he received an error alarm on the insulin pump. Alarm history was checked and multiple error alarms were found; unexpected restart, external ram error and displayable history check failed alarms. Customer was advised to program a normal bolus into the air; bolus amount was recorded in the bolus history. Customer stated a temporary basal was not programmed before the alarm occurred. Device passed the self test. Customer stated he could not read the date of the alarms because the screen is scratched. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump passed self-test, unexpected restart error test, and displacement test. However, multiple displayable history crc check failed on startup alarms noted in history screen due to corrupted history file. No other alarms noted during testing. The device had minor scratches on lcd window and cracked battery tube threads.